Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the touchscreen on their connected or hub has stopped working. It was further reported that their l12 light source has shut off to standby mode. Staff attempted to get the light source working again for a couple of minutes with no luck. Therefore, there was a full loss of light. The procedure was completed using different tower.

Manufacturer narrative:
Three attempts were made to retrieve the device for evaluation but the device was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: light output lost during surgery probable root cause: receptacle board leaf spring poor contact to contact ring, esst voltage malfunction, esd shock to contact ring, poor alignment of cable in jaw, assembly/grounding, light engine malfunction, main board malfunction, receptacle board malfunction, front board malfunction, damaged/missing esst spring, communication with ccu, overheating, power supply malfunction, software malfunction, hf/rf interference - device settings - uc1 on main board - uc2 on main board - uc3 on main board - receptacle board - ccu usb ports - hub port - service port - device controls - uc1 programming port - uc2 programming port - uc3 programming port - receptacble board prog. Port - light engine - debug device functionality - physical location of l12 - l12 firmware operating system he reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the touchscreen on their connected or hub has stopped working. It was further reported that their l12 light source has shut off to standby mode. Staff attempted to get the light source working again for a couple of minutes with no luck. Therefore, there was a full loss of light. The procedure was completed using different tower.